Event description:
It was reported that the drive head is stuck out and won't slide back in. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
B5: additional information received on 10-aug-2022 via email and attached to complaint object: the pump was not in use with a patient when instance occurred. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found tamper seals removed; top and bottom cases in good condition; the plunger head had missing parts and contamination was reported. There was no evidence of the error or reported problem in the event history log. The reported problem was duplicated. Multiple components were reported to have been the cause of the problem. Right plunger case, timing plate and springs were all missing. Disengaged square shaft from the clutch assembly caused clutch not to engage. For corrective action the plunger head components were replaced and reassemble. The root cause of reported problem was traced to the user. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.